Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: unknown. Correction: operator of the device: unknown.

Event description:
It was reported that during the maintenance checkup, the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported.

Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer. One device was received for investigation. During visual inspection no damage or anomalies were observed on the device body. The reported issue was confirmed during functional testing when the patient outlet connector was determined to be loose. The root cause of this condition was attributed to the design of the outlet connector and the direction applied when the circuit is attached or detached. The device outlet connector was tightened and the device passed all functional and performance tests.